Event description:
A technician slipped and fell on waste fluid that had overflowed from the waste container on a benchmark automated slide stainer instrument. The technician complained of an injured back, arm, and wrist, and but did not seek medical intervention for these injuries. Evaluation of the waste system by the field service engineer who responded to the complaint could not confirm that a malfunction of the waste system had occurred. If a waste fluid overflow situation were to recur, there is a potential that a slip and fall incident could result in injuries serious enough to require medical intervention.